Event description:
The facility representative reported a flo-gard infusion pump that was blocked. It is unknown when or in which care area this event occurred. The facility representative stated that there was no patient involvement, patient injury, nor medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed by service personnel. The assignable cause was determined to be a defective central processing unit (cpu) board. The cpu board was replaced to correct this condition. Should additional relevant information be received, a follow-up medwatch will be submitted.